Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per tandem's user guide: the single-use disposable cartridge can hold up to 300 units (3.0 ml) of insulin.

Event description:
It was reported that the battery gauge was fluctuating. Additionally, it was reported that the insulin gauge was inaccurate. Reportedly, the customer overfilled the cartridge. The customer's blood glucose level ranged from 200-250 mg/dl. The customer continued to use the pump for insulin therapy.